Manufacturer narrative:
Update made to d4: UDI related data quality updates only. Correction: d4: unique identifier (UDI) #.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. Since it is unknown which device is directly implicated in this complaint, mob37 / (B)(6) / UDI-(B)(4) will be included on the report. According to the gore® molding & occlusion balloon instructions for use (IFU), possible adverse events and complications that may occur with the use of this product and which may require intervention include but are not limited to trauma to the vessel wall, including spasm, dissection, perforation, or rupture.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent endovascular procedure in zone 9 infrarenal to treat an abdominal aortic aneurysm (aaa) with an enlarged right common iliac artery utilizing one gore® excluder® conformable aaa endoprosthesis (cxt281412), three gore® excluder® aaa endoprosthesis (plc161200, plc201000 and plc161400) , two gore® molding & occlusion balloon catheter (mob37) and two gore® dryseal flex introducer sheath (dsf1233 and dsf1633). Reportedly, during the case, everything went as planned with all devices deployed successfully with no deployment or positioning issues as all devices landed at the intended location. Near the end of the procedure, ballooning was being done in the common iliac arteries when the anesthesia rep notified that they lost pressure, then an angiography was done and it showed that the right common iliac artery was bleeding out (extravasation). The physician then bridged from the proximal end of the right common iliac component into the external iliac artery with another piece of the excluder graft (plc161400) and sealed the extravasation. No blood loss visible on outside of the patient and blood loss volume is unknown inside the patient. Physician is not aware of the reason for the bleeding as there were no anatomical issues but the bleeding occurred during the ballooning of the excluder graft (plc201000) and the balloons functioned properly and were used to stop the blood flow after bleeding was noticed coming into the right common iliac component in order implant the additional excluder graft (plc161400) and no extravasation was noted after. They stabilized the bleeding and patient is doing okay. Anesthesia was not doing anything additional at that point of time with vascular support and procedure was completed successfully.

Manufacturer narrative:
Since it is unknown which device is directly implicated in this complaint, mob37 / 27053481 / UDI-di (B)(4) will be included on the report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.